Event description:
Sorin group (B)(4) received a report that water was seen leaking from the water hose connection of the hater-cooler during a procedure. It was also reported that the cooling performance on the cardioplegia side was reduced. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that water was seen leaking from the water hose connection of the heater-cooler during a procedure. It was also reported that the cooling performance on the cardioplegia side was reduced. To resolve the issue a new water connector was fitted on the machine and tested. No other issues were found. The heater cooler is cooling according to specification. The issue was solved on site. No further investigation is required. No trend increase has been identified. No non-conformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended. Evaluated on site by sorin service rep.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that water was seen leaking from the water hose connection of the heater-cooler during a procedure. It was also reported that the cooling performance on the cardioplegia side was reduced. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.